Event description:
Technician alleged the brakes would not hold while the brake pedal was set. Tech stated that there were no injuries and the pt was not in the bed. Tech stated that the bed was being used in a med surg unit. Tech replaced the head end casters to resolve the problem.